Event description:
The report received from another country indicated that a cypher stent flared at the proximal end during a percutaneous coronary intervention. The target lesion was a restenotic mid right coronary artery (rca) described as slightly tortuous and heavily calcified with 90% stenosis. The vessel was pre dilated with an nc mercury balloon and a 3.5x18 mm cypher stent was delivered to the target lesion. But it failed to cross the target lesion. A buddy wire technique was conducted to deliver the cypher, but it was also unsuccessful. The physicians then decided to pre dilate the target lesion and redeliver the cypher stent. But he noticed that the stent was flared at the proximal end. The physician stopped using the cypher and opted for the shorter 3.5x13 mm cypher stent that he successfully implanted. There was no report of pt injury.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the us. However, it is similar to the us cypher sirolimus-eluting coronary stent. This product is available for eval, but it has not yet been received. Add'l info will be submitted within 30 days upon receipt.